Event description:
It was reported that the patient presented remotely with a device longevity calculation. It was noted that there was a large reduction in the estimated longevity compared to the previous check. Technical services performed a longevity estimation test. The previous longevity calculation was determined to be overestimated, while the current estimation was determined to be normal. The patient will continue to be monitored with close follow up.